Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Review of the sterility certificates confirmed that the products were sterilized per specifications. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile, pn 00801803602, ln 62161492. M/l taper stem, pn 007713 00700, ln 62198172. Bone screw, pn 00625006530, ln 62273309. Continuum liner, pn 00875705201, ln 62208586. Kinectiv modular neck (00-7848-012-00, 62191309). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right tha. Subsequently the patient was revised approximately 5 years post implantation due to infection, recurrent instability and dislocation, elevated metal ion levels, tissue damage, pseudotumor/pseudocapsule, pain, swelling, bone remodeling, necrosis, and in-vivo corrosion. It was decided to do a two-stage revision with antibiotic cement spacer. Attempts were made to obtain additional information; however, none was available. Medical records indicated: superficial soft tissues noted to be fairly edematous; when the fascia was opened, a large amount of clear yellow fluid was expressed; brown material visualized consistent with pseudotumor formation; no joint capsule visualized; erosion into the greater trochanter; abductor muscles were completely gone; greater trochanter was bald with brown appearing tissue that appeared necrotic; excess bone formation around the proximal femur.